Manufacturer narrative:
G4: premarket / 510(k): k141150, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified vessel. A 6.0mmx150mmx150cm (4f) sterling balloon was advanced for dilation. However, during the second inflation at nominal pressure for 15 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.